Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Intraocular pressure after small incisioncataract surgery with healon5 and viscoat. Georg rainer, md, rupert menapace, md, oliver findl, md, michael georgopoulos, md, barbara kiss, md, vanessa petternel, md. J cataract refract surg¿vol 26, february 2000. The manufacturer internal reference number is: (B)(4).

Event description:
A study reported that post operatively to a cataract procedure an ophthalmic visco surgical device was involved in bilateral small incision cataract surgery and patients experienced elevated intra ocular pressure (iop), provided with medication. No further information expected due to the unlikelihood of obtaining the information.

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).